Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a influenza a positive, influenza b negative and sars-cov-2 negative results. A new sample was tested on a different platform (viral panel on seegene starlet 2) which yielded a negative result for all targets. The initial positive result was released. No harm was alleged. An investigation to evaluate the customer issue is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Initial reporter facility name truncated due to character limit : (B)(6). (B)(4).

Manufacturer narrative:
Updated b6 with additional information. Corrected d7a to no. Corrected h5 to yes. Although requested, data and batch number was not provided by the customer. Based on the CT value provided it was determined that the value is near or at the limit of detection. Samples near the limit of detection (lod) of the assay it is expected to receive inconsistent results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. No product problem found. (B)(4).